Event description:
A literature report stated that seven patients experienced a posterior capsule rupture during cataract with intraocular lens implant procedures. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).